Event description:
It was reported that patient underwent a competitor total knee revision on (B)(6) 2015. During the procedure, the cord sparked causing a small hole to be burnt in the surgical drape. There was no contact with the patient and a patch was used on the drape to complete the procedure.

Manufacturer narrative:
Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of returned device found evidence that instrument sparked due to excessive cable bending and age of the product.